Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient did not think that their device had been working for the last 2 months. The patient indicated that therapy had not been helping and had urgency all the time and the patient has not been feeling stimulation. Additionally, the patient indicated that they tried using the patient programmer (pp) about a month prior and got "zapped" with it. The patient then indicated that it was so intense when they bumped stimulation up a notch and the patient was using the pp on the call and indicated that they were "shocked" when they turned it on. When asked which buttons the patient was using the patient described using the ins on button and so the patient was advised that the ins on/off button should not be used. During the call the ins was checked and found to be set at 4.6, but the patient said stimulation was uncomfortable so stimulation was decreased. At first the pp showed the low batteries screen, but after reviewing and bypassing the screen stimulation was decreased to 4.1 and then to 3.9 as the patient felt stimulation in the left butt cheek and then a slight tingling respectively. The patient's stimulation was decreased again and the patient was advised to not increase stimulation past comfort. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.